Event description:
On (B)(6) 2014 a doctor reported that his estylus handpiece was dropped and had broken into pieces. On (B)(6) 2014 the doctor was contacted about the estimate and he stated that he wanted a good evaluation because the handpiece was overheating as well. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the ned for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.